Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Hospital calling about inform ii blood glucose results, same patient on same meter, 8 minutes apart, resulted 574 mg/dl and 137 mg/dl. No adverse event reported. Caller stated she does not know where the vial of strips is and will not be able to return strips.